Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostar xl after an interventional procedure. Reportedly, at the time to deploy needles only three needles appeared and the one inferior needle did not appear. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted. A second prostar xl device was used to achieve hemostasis. An 18fr sheath was used.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Report date: 12/12/2011 to 12/14/2011. The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Based on the reported information and the inspection criteria a definitive cause for the reported failure of a needle to deploy and associated patient affects could not be determined. During manufacturing, all devices are visually inspected. A sample of the lot must meet specification functional deployment testing. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.